Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit developed a leak during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for product is k983112. Method: the returned rt340 breathing circuit was visually inspected for damage. Results: a visual inspection revealed a hole on the evaqua limb of the breathing circuit. Around the area of the hole, the evaqua film was stretched and the protective mesh was found deformed. A lot check could not be completed as no lot number was provided. Conclusion: the key difference between fph's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. It was reported that the breathing circuit leak developed during use. The damage to the film and the protective mesh around the area of the hole suggests that the device was punctured externally by a blunt object, such as a circuit hanger, during use. The user instructions supplied with the rt235 breathing circuit state: "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". (B)(4).